Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded atrial tachy response (atr) events with intermittent noise over sensing on right ventricular (rv) lead channel that appear to be myopotential noise. The dynamic noise algorithm was handling the noise appropriately. Field representative stated they completed vigorous maneuvers to reproduce and only by putting the hands from the patient in the pocket they did recreate the noise. No out of range lead measurements were observed as impedances and thresholds have been very stable. They discussed adjusting sensitivity and defibrillation threshold (dft) test. The crt-d remains in service. No adverse patient effects were reported.